Event description:
After approx. 36 hrs of iab therapy, blood was noted in the tubing. Pumping was disconnected. The iab was removed and not replaced. No further complications occurred. The patient is reported to be okay.